Manufacturer narrative:
Product analysis: log file analysis did not reveal any premature power switching events during the analyzed period. Analysis of the event log file revealed one controller power up event on (B)(6) 2018 at 13:54:19. Additional products: battery/ (B)(6) h3: yes dev rtn to MFR? No h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery/ (B)(6) h3: yes dev rtn to MFR? No h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery/ (B)(6) h3: yes dev rtn to MFR? No h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 controller 2.0/ (B)(6) h3: yes dev rtn to MFR? No h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files did not reveal any premature power switching events during the analyzed period. As a result, the reported power switching event could not be confirmed. A power source lubrication procedure had been performed on the batteries on (B)(6)2018. A second power source lubrication procedure was performed on (B)(6)2019 to mitigate the reported conditions and the batteries remained in use. Analysis of the event log file revealed one controller power up event on (B)(6)2018 at 13:54:19, indicating a loss of power to the controller. The data point prior to the loss of power revealed that a power adapter was connected to power port one and bat510306 was connected to power port two with 99% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat510353 was connected to power port one and bat510306 was connected to power port two. The controller was without power for 11 seconds. As a result, the reported power loss event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the event was associated with an unexpected controller power loss. The controller remains in use.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0; controller 2.0/ con310237, model #: 1420, catalog #: 1420, expiration date: 2018-08-31, UDI #: (B)(4), concomitant medical products: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 2017-08-31, labeled for single use: no. Patient code(s): c76143. Device code(s): c63025. FDA results code(s): 3233. FDA conclusion code(s): 11. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ catalog #: 1650de/ expiration date: 2018-01-31, mfg date: 2017-01-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ catalog #: 1650de/ expiration date: 2018-01-31, mfg date: 2017-01-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ catalog #: 1650de/ expiration date: 2018-01-31, mfg date: 2017-01-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the four of the patient¿s batteries were exhibiting power switching. The lubrication servicing was performed, and the batteries remain in use. No patient complications have been reported as a result of this event.